Event description:
A report of another MFR's device was received. As reported to co's office, a surgical revision occurred as the device had "malfunctioned" note: determination or reportability and categorization of this event was made according to this mfrs policies and procedure and the info received in compliance with medical device reporting regulations. These determinations are not intended to evaluate this occurrence or suggest a cause (ref sections b1, b2, h1).